Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that when the patient turned stimulation on, he received a powerful jolt. It was noted that the patient was told to turn off stimulation at night and reduce the stimulation turning the day, but it was stated that it was not that great; they never found that he did better when it was off at night. The issue began occurring lastyear. Please see report number 3004209178-2016-16815.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.